Event description:
I had allergan natrelle inspira implants inserted on (B)(6) 2017. On (B)(6) 2018, my plastic surgeon confirmed that my breast implants have bottomed out. I got my implants less than eight months ago. I called allergan and was told that my warranty does not cover bottoming out of breast implants.

Event description:
This submission is a follow-up to access number mw5077898. Friday, (B)(6): breast augmentation revision with dr. (B)(6) in (B)(6). Switched from allergan natrelle inspira 400 ml silicone gel implant, style srx-400, to sientra 300 ml smooth round ge. Total fees paid to dr. (B)(6), surgical center fees: (B)(6), anesthesia fees: (B)(6). Total fees: (B)(6). Following my surgery on (B)(6), dr. (B)(6) informed me that my left breast implant had completely ruptured. Background: dr. (B)(6) performed submuscular breast augmentation on me at (B)(6) hospital on (B)(6) 2017. He inserted natrelle inspira style srx 400 smooth round xtra-full projection silicone breast implants. Total cost: (B)(6).